Manufacturer narrative:
The device history record was reviewed and indicated that the product was released accomplishing all quality standards. The returned samples and retained samples were visually and functionally tested. No issues were found therefore we were unable to confirm the reported issue and determine a root cause. A corrective action is not applicable at this time. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported that when the clinician went to give the vaccine, they noticed that some of the vaccine came out of the base of the new needles that they got prior to administration. They reported the needles felt flimsy during administration.